Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and chronic implantable defibrillation lead exhibited intermittent high out of range pacing impedance measurements two weeks post device replacement. It was noted that chronic pacing impedance measurements had been in the 1,500-1,700 ohms with the previous device. Pacing impedance measurements post device replacement were noted to be 1,900-1,958 ohms. A chest x-ray was performed and noted no anomalies and all other lead measurements were observed to be stable and acceptable. Subsequently, high out of range pacing impedance measurements greater than 2,000 ohms were observed. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in clinic. Sensing and threshold measurements were noted to be stable. The physician will continue monitoring.